Event description:
It was reported that during the implant procedure, a left ventricular lead was implanted but the delivery catheter was not slit smoothly and the insulation layer of the lead was found "broken." A different model lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.